Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use an everflex entrust self-expanding stent along with a 7fr non-medtronic sheath during treatment of plaque lesion in the patients right mid superficial femoral artery (sfa). Minimal vessel tortuosity and minimal vessel calcification were reported. Lesion exhibited cto (chronic total occlusion-100%) stenosis but was opened via atherectomy and balloon prior to stent placement. Artery diameter reported as 4.5mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. A spider fx embolic protection device/guidewire was used. An inpact drug coated balloon was used for pre-dilation. A pacific plus pta balloon was used for post-dilation. The device passed through a previously deployed everflex stent. The stent was being placed to extend an already placed stent. Difficulty was noted during deployment. Physician started to deploy stent when resistance was encountered. It was noted that the locking pin (red piece) in triaxial system was not intact. Physician had to use bailout method of breaking handle, then had to use hemostats to remove the rest of locking mechanism and then treated the device as a pin and pull system to deploy the rest of stent. Stent was deployed successfully at target lesion. The delivery system was safely removed from patient. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.